Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During deployment of a mitraclip ntw, force was required to retract the actuator knob. The clip was deployed. Post-deployment, it was noted that the clip angle was wider than normal. Th clip slightly opened from a closed state. The clip remained stable. The procedure was finished without further issues. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) and difficult actuator knob retraction cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The image was taken post deployment in which the implanted clip and sgc can be visualized. The post deployment clip arm angle in the image appears to be ~25° - 30° which is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). It was reported that "the clip opened to approximately 40 degrees from a closed state, which was approximately 20 degrees before opening." The observed clip arm angle in the image appears to be less than the reported 40°, however, it is an estimation based on visual assessment with the unaided eye and is not confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. The reported post deployment cowl cannot be confirmed since no pre-deployment cine was provided. There are no other observations based on the image provided.

Event description:
Subsequent to the initial report: the clip opened to approximately 40 degrees from a closed state, which was approximately 20 degrees before opening. The clip remained stable.